Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of sensing was observed on the atrial lead. Pacing therapy was still present. The lead was capped and replaced during a device changeout procedure.